Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer had a calibration problem. The programmer passed incoming functional testing. It was indicated that the stylus was damaged, but functionality was not affected. It was also indicated that the handle was cracked. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a calibration problem. The programmer was returned for service. There was no patient involvement.